Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 296mg/dl. The customer's expected fasting blood glucose test result range is 130 to 180mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 202 and 181mg/dl using true metrix meter. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 06/30/2017 and open vial date is 07/14/2016. The meter memory was reviewed for previous test result history: (B)(6). The customer tested within 2 or more hours of eating. Customer informed me that the result of 45 mg/dl is a control solution test result. The customer stated is concerned with the result of 296mg/dl on (B)(6) 2016 at 11:30 am fasting. Customer tested back to back blood test on the phone call using a different finger of the same hand, customer received a result 202 mg/dl fasting @4:20 and a result of 181 mg/dl @4:22 fasting. The customer stated that for the past 3 months customer has been on a very strict diet and is trying to lower the blood sugar and the hgb a1c level. The customer stated that customer took a blood test on his wife's accucheck this morning and there was a 30 point difference between the meter's results and the true metrix meter's blood results. Manufacturer does not recommend compare meter to meter test results.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 296mg/dl. The customer's expected fasting blood glucose test result range is 130 to 180mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 202 and 181mg/dl using true metrix meter. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 06/30/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). The customer tested within 2 or more hours of eating. Customer informed me that the result of 45 mg/dl is a control solution test result. The customer stated is concerned with the result of 296mg/dl on (B)(6) 2016 at 11:30 am fasting. Customer tested back to back blood test on the phone call using a different finger of the same hand,customer received a result 202 mg/dl fasting @4:20 and a result of 181 mg/dl @4:22 fasting. The customer stated that for the past 3 months customer has been on a very strict diet and is trying to lower the blood sugar and the hgb a1c level. The customer stated that customer took a blood test on his wife's accucheck this morning and there was a 30 point difference between the meter's results and the true metrix meter's blood results. Manufacturer does not recommend compare meter to meter test results.